Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the reason for the call was for assistance connecting to implant using 3037 patient programmer. Agent reviewed basic functionality, button use and meaning of icons. Patient was able to connect and, with instruction, turned stim on, however when attempting to increase it seemed like buttons weren't responsive. Patient said that they just replaced the batteries and confirmed full battery and also confirmed they didn't see the low ins battery icon. Patient tried all of the buttons and only the increase/decrease don't seem to be functional. The issue was not resolved through troubleshooting. An email was sent to the repair department. If patient experiences the same with replacement, patient to make arrangements to have ins checked at hcp office. Additional information was received from the patient. They reported that they received a new 3037 which was able to sync with the ins and patient was able to adjust therapy settings up and down. The patient returned the old programmer. Patient also reported they had their ins battery checked by the mdt rep and was told there was about 16% to 30% life left. The rep also changed the program to see if patient could get better therapeutic effect. The patient called back reporting they ended up having the ins replaced and wanted to return the 3037 programmer to repair as they had it replaced prior to implant. Emailed a request for return product label to repair.

Manufacturer narrative:
Continuation of d10: product ID 3037 serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.